Event description:
During coronary artery bypass surgery, dissector device used, and after product used, noticed fracture in the end of dissector. Concerned that product could have ongoing or additional integrity issues and could potentially put pt at risk. Note: this is the second incident regarding this product. Faxed a report on 9/9/10 where edge of device actually broke off. Organization previously received recall notice on dec 17, 2009 for lot # 9092471 devices only. All of the devices with this lot # were returned at that time and a new order for devices was placed and received. Dates of use: this model (B)(6) 2007 to (B)(6). Diagnosis or reason for use: endoscopic saphenous vein harvesting.